Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional information was requested and the following was provided: the diagnosis and indication for the index surgical procedure? Pure stress urinary incontinence were any concomitant procedures performed? No other relevant patient history/concomitant medications? None what was the initial approach for the index surgical procedure? Proposal for physiotherapy followed by preoperative bud were any concurrent devices implanted? No were there any intra-operative complications? No please provide the mesh exposure symptoms and diagnostic confirmation. No exposure but urinary retention describe the surgical intervention for the exposure including findings. Surgical revision to loosen the mesh were any deficiencies or anomalies noted with mesh device? Yes, excessive tension of the mesh when removing the plastic film after the device was placed what is the physician¿s opinion as to the etiology of or contributing factors to this event? This is the first time this has happened to me in 8 years of placement, etiology = mesh what is the patient's current status? Everything is fine, she is urinating well and does not report leakage under exertion, so she is happy with the intervention.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What symptoms did the patient experience following the index surgical procedure? Onset date? Describe any medical/surgical intervention for the retention including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2025 and mesh was implanted. Early postoperative retention at home was noted. Actions taken for the patient: bladder probing and then loosening the strip at the ga block. Additional information has been requested.